Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified, 99% stenosis in the mid right coronary artery (rca). The nc trek balloon catheter was advanced pre-dilatation; however, ruptured during the first inflation at 10 atmospheres. A new nc trek balloon was used for further pre-dilatation and a xinece prime was deployed to complete the procedure. There was no resistance duirng advancement and withdrawal of the catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, rinato; guide cath: launcher 7f jr. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.